Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had button error. Customer¿s blood glucose value at the time of incident was unknown. Customer stated that buttons of the insulin pump was not responding. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.